Manufacturer narrative:
Note: date device returned to manufacturer (d9) is unknown. The investigation into purge disc/flag issues has been completed. The impella automated controller was returned for investigation. The data analysis of the logs from the reported day of event are mostly consistent with complaint and showed purge-related errors (sensor voltage out of range) and an alarm (418 - purge pressure sensor defective). The returned device was investigated, and the issue was not reproduced during 300 power-cycles, and the aic did not present with any purge alarms upon boot-up. The visual inspection of the console revealed scratches on the purge assembly insert around its mounting screws, as well as deformed screw heads, which may be a result of tampering. There was also a crease on the purge sensor foil, and dextrose residue in the cassette retainer area. No evidence of damage was found inside the purge assembly. The cause of sensor malfunction could not be determined, because the issue was not reproduced. The cause of the controller alarm was a defective purge pressure sensor. However, the root cause is unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) did not recognize the purge cassette. There was no patient harm reported.